Event description:
It was reported that physician was attempting to treat a lesion in the left internal carotid a patient using a moma device. The vessel was pre-dilated. It was reported that the balloon was not possible to deflate at the lesion site. The lesion was then treated with another moma device. No patient injury reported for this event.

Manufacturer narrative:
Device evaluation: in the pre-decontamination a visual inspection was conducted. A non medtronic syringe was connected directly to the proximal balloon inflation port (no t-safety found on the material received). The inflation lumen appeared full of dry radiopaque solution. Once cleaned the inflation lumen, the purging procedure was executed successfully, no leak was detected. The prox balloon was inflated freely: it appeared completely asymmetrical with respect to the shaft. The bonding of the proximal balloon tube were analyzed and they were within specification. It was not possible to completely deflate the balloon once the balloon tube came in contact with the exit of inflation lumen, it prevented the deflation of the asymmetrical part of the balloon (still partially inflated). No abnormalities noted on the distal balloon, which correctly inflated and deflated. The inflation syringe provided for inflation was not the 30 ml vaclock provided with the device. Image review: in the images provided the moma device was positioned correctly on the carotid bifurcation with the distal balloon inflated until vessel was occluded. Proximal marker band was correctly oriented to the ica. No images of the proximal balloon inflation/deflation were found. After stent deployment the moma device was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.